Event description:
It was reported that the patient underwent a spinal procedure. It was reported that during surgery the tip of the micropituitary broke. The tip of the instrument was discarded. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.